Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a high occlusion error. There was no patient involvement at the time of the reported event. Medtronic was not authorized to repair the device. A non-medtronic service provider inspected the device and found the expiratory filter to be faulty. The service provider replaced the expiratory filter. The ventilator was reported to be in working condition.